Event description:
It was reported that during a patient event where the device was connected to the patient with the defibrillation electrodes, the device stopped having the ability to view the patient's ECG rhythm through the paddles lead (defibrillation electrodes). The patient was being transported to their doctor's office in the back of a bus for a normal doctors visit, but as the crew on the bus was preparing to unload the patient at the doctor's office, the patient was found unresponsive. The local ems was called and as they arrived and began monitoring the patient, resuscitative efforts were started. The patient was then moved from the back of the bus to the ems truck. When the patient was placed into the back of the ems truck (approximately 21 minutes into the event), the ems crew observed that the device no longer had the patient's ECG rhythm showing through the paddles lead. The ems crew attempted troubleshooting by disconnecting and reconnecting the defibrillation therapy cable and defibrillation electrodes, but the same issue was still occurring. After an unknown further delay in care, the local fire department's AED (philips) was placed onto the patient with a new set of defibrillation electrodes. The patient transfer to the hospital continued. The patient did not survive the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Physio observed proper device operation through functional and performance testing and the device was then returned to the customer for use. The cause of the reported failure could not be determined. Physio-control performed a clinical evaluation on the reported issue and determined that the reported device issue did not contribute to the death of the patient as the patient's ECG showed as non shockable (when available on the device), and on the back-up philips device.